Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of ds2 lcd screen won¿t light up. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and during the evaluation, observed that pca with corrosion in the connection area with the touch screen and additional failures are inlet/outlet seal with contamination, blower box with contamination, iso port with contamination and heater plate with contamination. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.